Manufacturer narrative:
Based on the information provided, it does appear that the mesh may have migrated, per the md dictation. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's post implant pain as the medical records also note the entrapment of the ilioinguinal nerve into scar tissue, excision of a large lymph node, omental adhesions and an indirect hernia that needed repair. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was initially reported to davol by the patient on 07/02/2013 and via maude event report (mw5030746) : on (B)(6) 2010 the patient was implanted with a bard perfix plug to repair a left inguinal hernia. About 2 years later, in late 2012 the patient began to experience symptoms of constipation. In the beginning of 2013 the patient's symptoms of constipation worsened with bloating and fatigue. The patient also has pain and tenderness at the site of the incision. The patient was evaluated and treated at the urgent care facility for his constipation symptoms; however, states he still does not have relief of the constipation or the pain. On (B)(6) 2016 the patient re-contacted davol to report that medical treatment had been performed and to provide davol with medical records. The following is based on medical records provided by the patient: (B)(6) 2010 - the patient was implanted with a bard perfix plug to repair a left direct inguinal hernia. On (B)(6) 2015 - md visit the patient had complaints of constant left sided inguinal pain that worsened when sitting, coughing and lifting. The md exam noted "no fever, no drainage at this time, pain is the main concern. Clinically there is no evidence of recurrence at this time. CT scan ordered for further exam." On (B)(6) 2015 - md visit patient complained of left sided inguinal pain with lifting and pushing heavy objects. The md noted "tender left side, no new findings." On (B)(6) 2016 - md follow up exam status post nerve block. Patient complained that the nerve block only worked for 2-3 weeks and then the pain returned and seemed worse and disrupts his sleep. Patient had a "left inguinal nerve block performed with immediate improvement." On (B)(6) 2016 - patient received a nerve ablation in two locations; the apex of the inguinal crease and the lateral aspect of the incision. On (B)(6) 2016 - md visit patient complained of left groin pain, stated it has returned and is radiating into the lower abdominal area around his back. Patient received two trigger point injections to the two localized areas of pain. This is an addendum to the initial MDR and is based on additional medical records provided by the patient: on (B)(6) 2016 - patient underwent laparoscopic repair of an additional indirect hernia with removal of the bard perfix plug. Omental adhesions were noted to the anterior abdominal wall toward the pelvis region, up toward the xiphoid area and the right side. These were taken down. Medial to the inferior left artery, the plug was noted to be protruding extremely far into the abdominal space indicating migration of the plug. The surrounding adhesions of tissue around the plug were then taken down slowly and the plug was removed completely from the abdomen. During this procedure a large lymph node was also removed and the surgeon notes what was most likely the ilioinguinal branch of the nerve was noticed lateral to the internal ring. This showed some entrapment into surrounding scar tissue, and was freed completely without issue. Both the direct and indirect hernias were repaired with a non bard/davol mesh.

Manufacturer narrative:
Initially, the patient contacted davol and reported pain and constipation, no further information was received by the patient between 2013 and 2016. Based on information recently obtained from the patient and patient medical records the patient has sought and received medical treatments relating to chronic pain in the area of the implanted bard perfix plug. A review of the manufacturing records was performed and found that the lot was manufactured to specification. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's post implant pain. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was initially reported to davol by the patient on 07/02/2013 and via maude event report (mw5030746) : on (B)(6) 2010 the patient was implanted with a bard perfix plug to repair a left inguinal hernia. About 2 years later, in late 2012 the patient began to experience symptoms of constipation. In the beginning of 2013 the patients' symptoms of constipation worsened with bloating and fatigue. The patient also has pain and tenderness at the site of the incision. The patient was evaluated and treated at the urgent care facility for his constipation symptoms; however, states he still does not have relief of the constipation or the pain. On 05/24/2016 the patient re-contacted davol to report that medical treatment had been performed and to provide davol with medical records. The following is based on medical records provided by the patient: on (B)(6) 2010 - the patient was implanted with a bard perfix plug to repair a left direct inguinal hernia. On (B)(6) 2015 - md visit the patient had complaints of constant left sided inguinal pain that worsened when sitting, coughing and lifting. The md exam noted "no fever, no drainage at this time, pain is the main concern. Clinically there is no evidence of recurrence at this time. CT scan ordered for further exam". On (B)(6) 2015 - md visit patient complained of left sided inguinal pain with lifting and pushing heavy objects. The md noted "tender left side, no new findings." On (B)(6) 2016 - md follow up exam status post nerve block. Patient complained that the nerve block only worked for 2-3 weeks and then the pain returned and seemed worse and disrupts his sleep. Patient had a "left inguinal nerve block performed with immediate improvement." On (B)(6) 2016 - patient received a nerve ablation in two locations; the apex of the inguinal crease and the lateral aspect of the incision. On (B)(6) 2016 - md visit patient complained of left groin pain, stated it has returned and is radiating into the lower abdominal area around his back. Patient received two trigger point injections to the two localized areas of pain.